Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-00687 for a description of the second device. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient weight is unknown). According to the complainant, three fluid loss alarms were generated at one minute, three minutes, and four and a half minutes into the ablation phase. The system automatically shut down after the third fluid loss alarm. Three tenaculums were used in an attempt to prevent leakage, however a small cervical leak was observed. No burns were sustained. It was reported that the patient had an overly patuluous cervix which required no dilation. The physician felt the patient received an adequate endometrial ablation at the conclusion of the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'doing well.'